Event description:
The customer reported that while the surgeon was performing routine phaco a posterior capsule tear occurred. The patient was under local anesthetic and did not exhibit increased intraocular pressure when the posterior capsular bag ruptured and vitreous came forward into the anterior chamber. The surgeon used an anterior vitrectomy probe to perform the anterior vitrectomy. The surgeon then changed to the irrigation / aspiration (I/a) handpiece. The surgeon then went from the I/a handpiece to the vitrectomy probe. They inadvertently connected the clear plastic tubing from the legacy console to the irrigation in-flow port of the legacy. The incorrect tubing connection resulted in air being pushed into the eye, rather than irrigation. The unexpected air pushed residual cortical matter into the vitreous. The surgeon examined the patient one day postop. The patient presented a visual acuity of 6/12, with the eye quiet. There was no sign of infection and retina was flat.

Manufacturer narrative:
The company service representative reviewed the event with the customer by phone. Based upon a review of the report, the company service representative reported the hospital stated the non-conformity was related to the air line of the system, and the "air line" was connected to the eye in error". A review of complaints for the last 24 months did not indicate any additional reports for this system. The customer stated they consider that neither the anterior vitrectomy probe nor the system were directly responsible for this reported event. The non-conformity was due to the fact the surgeon managed to attach the irrigating connector from the clear tubing on the I/a handpiece into the air line for the vitrectomy probe on the system. No samples were returned for investigation. For this reason, steps could not be taken to replicate or confirm the customer reported issue and the root cause is therefore unknown at this time. Provided by manufacturer. This report was mailed to FDA on: 09/05/2008.